Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival symptoms confirmed. Adjusted the movement of the cart's ac cord winder so that the ac cord can now be fully pulled out. Performed an operation check using a simulator, and the results are good.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) ac code can only be pulled out about 1m. There was no patient involvement.